Event description:
It was reported that pump battery charge dropped by about 40% in a short time, which led to unexpected pump shutdown and restart with low remaining battery capacity. There was no adverse impact to the customer¿s blood glucose level. Customer was educated that insulin on board, maximum hourly bolus, and sensor sessions would reset after shutdown, was instructed on storage mode and pump return process, planned to use multiple daily injections as backup therapy, and received a replacement pump.